Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head was not registering to the stack when it was connected. There were no reports of patient harm.

Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. The device evaluation found the following additional findings: images were not displayed and there was a slow leak from the rear cover of the camera. Based on the results of the investigation, a probable root cause cannot be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head was not registering to the stack when it was connected. The event occurred before the unspecified procedure and the intended procedure was completed using a similar device. The device was inspected prior to the procedure. There were no reports of patient harm.